Event description:
A customer reported experiencing cartridge alarms starting on (B)(6) 2025, related to the loading process of their insulin pump, but there was no multiple previously reported cartridge alarms for this pump serial number. During one event on (B)(6) 2025, the customer's blood glucose level was high, though the specific value was unknown. The customer managed the situation by administering a corrective injection using multiple daily injections (mdi). The customer received normal assistance and was not incapacitated by the high blood glucose level. In response, technical support confirmed the replacement of the customer's pump with an updated version and guided them on how to store and return the faulty pump to avoid additional charges. The customer was also instructed on setting up their replacement pump to ensure continued insulin delivery.